Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-2447) on 04-nov-2015. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and post procedural haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's disease since (B)(4) 2010. In (B)(4) 2012, the patient had essure inserted. In (B)(4) 2012, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain after procedure lasted a couple of days, pain during the procedure") and abdominal cramps ("cramping"), lasting 2 days. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody,"), thinking abnormal ("irrational,"), memory impairment ("forgetful,"), abdominal distension ("bloated, fat"), arthralgia ("painful arthritis, joints hurts so much, were always stiff and hurt, my hips feel so stiff and tight they hurt all day long everyday"), aphasia ("using wrong words"), disturbance in attention ("lack of concentration"), mood swings ("mood swings"), depression ("depression,"), anxiety ("anxiety,"), insomnia ("insomnia, I cant sleep at night some days 16 days post op"), fatigue ("fatigue,"), amnesia ("memory loss"), headache ("headaches,"), muscular weakness ("muscle weakness in neck"), muscle spasms ("muscle spasms in neck, muscle spasms in my abdomen twitching"), vision blurred ("blurred vision sometimes"), skin lesion ("sores on scalp that take several weeks to heal"), skin ulcer ("skin ulcers that take 3-6 months to heal"), aphthous ulcer ("mouthfuls of canker sores"), acne ("acne"), the first episode of dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), immune system disorder ("perpetual immune response"), constipation ("constipations"), adnexa uteri pain ("feels like something is ripping close to where her ovaries could be"), vaginal discharge ("heavy discharge (sometimes white, sometimes yellow, some light green gel looking like discharge)"), abdominal cramp ("super heavy discharge if followed by a huge cramp"), menstruation irregular ("irregular periods with spotting in between"), metrorrhagia ("irregular periods with spotting in between"), dyspareunia ("sometimes sex is painful"), coital bleeding ("always spots afterwards."), menorrhagia ("heavy periods with clotting every 2 weeks that last 7 to 10 days"), loss of libido ("no libido"), lymphadenopathy ("my lymph nodes in my neck seem to always be swollen"), paraesthesia ("arms fall asleep and tingle all the time, my feet always feel like there are pins poking my soles"), joint stiffness ("my hips feel so stiff and tight they hurt all day long everyday") and the second episode of dry skin ("severe dry skin on feet") and was found to have blood thyroid stimulating hormone decreased ("thyroid level are too low"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, mood altered, thinking abnormal, memory impairment, abdominal distension, arthralgia, aphasia, disturbance in attention, mood swings, depression, anxiety, insomnia, fatigue, amnesia, headache, muscular weakness, muscle spasms, vision blurred, skin lesion, skin ulcer, aphthous ulcer, acne, hyperhidrosis, immune system disorder, constipation, adnexa uteri pain, vaginal discharge, abdominal cramp, menstruation irregular, metrorrhagia, dyspareunia, coital bleeding, menorrhagia, loss of libido, lymphadenopathy, paraesthesia, joint stiffness, the last episode of dry skin and blood thyroid stimulating hormone decreased outcome was unknown and the post procedural haemorrhage, procedural pain and abdominal cramps had resolved. The reporter considered abdominal cramps, abdominal distension, acne, adnexa uteri pain, amnesia, anxiety, aphasia, aphthous ulcer, arthralgia, blood thyroid stimulating hormone decreased, coital bleeding, constipation, depression, disturbance in attention, dyspareunia, fatigue, headache, hyperhidrosis, immune system disorder, insomnia, joint stiffness, loss of libido, lymphadenopathy, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, mood altered, mood swings, muscle spasms, muscular weakness, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, skin lesion, skin ulcer, thinking abnormal, vaginal discharge, vision blurred, the first episode of dry skin, abdominal cramp and the second episode of dry skin to be related to essure. The reporter commented: pain after procedure lasted a couple of days (cramping, bleeding), she had pain during the procedure and immediately after. About 8 months later, she started to notice problems. She was feeling on a constant base like she could just crawl out of her skin, did not even recognize herself anymore, had many blood tests, and been to many doctors trying to find out why she was always feeling like a moody, irrational, fat, forgetful, bloated, 90 year old woman with painful arthritis. Her quality of life has deteriorated to the point that she was hurting her family¿s feeling by either not wanting to have sex because she felt gross and not normal even though her husband says she was beautiful. She got upset and angry at her kids about random stuff. She knew she was being irrational and she could not stop. She experienced the following events from head to toe, endocrine symptoms. Hashimotos is an autoimmune disorder that attacks her thyroid causing severe inflammatory responses. That was the intentions of essure, to cause an inflammatory response to the foreign object. She thought essure caused her body to stay in a perpetual immune response resulting in her body paying the price for always fighting. She has menstrual disorder, absolutely no libido, immune issues (takes forever to heal or to get rid of a cold). Lymph node in neck seems to always be swollen, could feel muscle spasms in her abdomen twitching. Arms, legs, hip, and joints: her joints hurt so much that she feels like an old woman with arthritis, they were always stiff and hurt, her arms fall asleep and tingle all the time, her hips felt so stiff and tight they hurt all day long everyday, feet always feel like there are pins poking my soles, making it hard to walk, severe dry skin on feet. She knows a lot of her pain stems from thyroid level, so she believes right now her levels are too low. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia, medical device removal. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: this report was detected to be a duplicate to record # (B)(4) (social media case, detected by lawyer on 13-nov-2019) from which all information was transferred to this record ((B)(4)), then duplicate record # (B)(4) will be deleted. New: social media reporter was added. Event added: blood thyroid stimulating hormone decreased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 10-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's disease since (B)(6) 2010. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain after procedure lasted a couple of days, pain during the procedure") and abdominal cramps ("cramping"), lasting 2 days. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody,"), thinking abnormal ("irrational,"), memory impairment ("forgetful,"), abdominal distension ("bloated, fat"), arthralgia ("painful arthritis, joints hurts so much, were always stiff and hurt, my hips feel so stiff and tight they hurt all day long everyday"), aphasia ("using wrong words"), disturbance in attention ("lack of concentration"), mood swings ("mood swings"), depression ("depression,"), anxiety ("anxiety,"), insomnia ("insomnia, I cant sleep at night some days 16 days post op"), fatigue ("fatigue,"), amnesia ("memory loss"), headache ("headaches,"), muscular weakness ("muscle weakness in neck"), muscle spasms ("muscle spasms in neck, muscle spasms in my abdomen twitching"), vision blurred ("blurred vision sometimes"), skin lesion ("sores on scalp that take several weeks to heal"), skin ulcer ("skin ulcers that take 3-6 months to heal"), aphthous ulcer ("mouthfuls of canker sores"), acne ("acne"), the first episode of dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), immune system disorder ("perpetual immune response"), constipation ("constipations"), adnexa uteri pain ("feels like something is ripping close to where her ovaries could be"), vaginal discharge ("heavy discharge (sometimes white, sometimes yellow, some light green gel looking like discharge)"), abdominal cramp ("super heavy discharge if followed by a huge cramp"), menstruation irregular ("irregular periods with spotting in between"), metrorrhagia ("irregular periods with spotting in between"), dyspareunia ("sometimes sex is painful"), coital bleeding ("always spots afterwards."), menorrhagia ("heavy periods with clotting every 2 weeks that last 7 to 10 days"), loss of libido ("no libido"), lymphadenopathy ("my lymph nodes in my neck seem to always be swollen"), paraesthesia ("arms fall asleep and tingle all the time, my feet always feel like there are pins poking my soles"), joint stiffness ("my hips feel so stiff and tight they hurt all day long everyday") and the second episode of dry skin ("severe dry skin on feet"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, mood altered, thinking abnormal, memory impairment, abdominal distension, arthralgia, aphasia, disturbance in attention, mood swings, depression, anxiety, insomnia, fatigue, amnesia, headache, muscular weakness, muscle spasms, vision blurred, skin lesion, skin ulcer, aphthous ulcer, acne, hyperhidrosis, immune system disorder, constipation, adnexa uteri pain, vaginal discharge, abdominal cramp, menstruation irregular, metrorrhagia, dyspareunia, coital bleeding, menorrhagia, loss of libido, lymphadenopathy, paraesthesia, joint stiffness and the last episode of dry skin outcome was unknown and the post procedural haemorrhage, procedural pain and abdominal cramps had resolved. The reporter considered abdominal cramps, abdominal distension, acne, adnexa uteri pain, amnesia, anxiety, aphasia, aphthous ulcer, arthralgia, coital bleeding, constipation, depression, disturbance in attention, dyspareunia, fatigue, headache, hyperhidrosis, immune system disorder, insomnia, joint stiffness, loss of libido, lymphadenopathy, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, mood altered, mood swings, muscle spasms, muscular weakness, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, skin lesion, skin ulcer, thinking abnormal, vaginal discharge, vision blurred, the first episode of dry skin, abdominal cramp and the second episode of dry skin to be related to essure. The reporter commented: pain after procedure lasted a couple of days (cramping, bleeding), she had pain during the procedure and immediately after. About 8 months later, she started to notice problems. She was feeling on a constant base like she could just crawl out of her skin, did not even recognize herself anymore, had many blood tests, and been to many doctors trying to find out why she was always feeling like a moody, irrational, fat, forgetful, bloated, (B)(6) year old woman with painful arthritis. Her quality of life has deteriorated to the point that she was hurting her family¿s feeling by either not wanting to have sex because she felt gross and not normal even though her husband says she was beautiful. She got upset and angry at her kids about random stuff. She knew she was being irrational and she could not stop. She experienced the following events from head to toe, endocrine symptoms. Hashimotos is an autoimmune disorder that attacks her thyroid causing severe inflammatory responses. That was the intentions of essure, to cause an inflammatory response to the foreign object. She thought essure caused her body to stay in a perpetual immune response resulting in her body paying the price for always fighting. She has menstrual disorder, absolutely no libido, immune issues (takes forever to heal or to get rid of a cold). Lymph node in neck seems to always be swollen, could feel muscle spasms in her abdomen twitching. Arms, legs, hip, and joints: her joints hurt so much that she feels like an old woman with arthritis, they were always stiff and hurt, her arms fall asleep and tingle all the time, her hips felt so stiff and tight they hurt all day long everyday, feet always feel like there are pins poking my soles, making it hard to walk, severe dry skin on feet. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia, medical device removal. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: this report was detected to be a duplicate to record # us-bayer-2019-189614 (social media case, detected by lawyer on 10-oct-2019, medwatch 3500a MFR number 2951250-2019-10850) from which all information was transferred to this record (us-bayer-2015-469498), then duplicate record # us-bayer-2019-189614 will be deleted. New: essure was removed (event pelvic pain upgraded). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.